Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and optimized while the patient was still in recovery. The telemetry session had not ended when the patient was wheeled out of the recovery room after the device was optimized. The field representative noted the programmer screen turned yellow therefore the field representative saved the data. When the field representative went to print the reports, she realized the device reoptimized and the sensing vector had changed from secondary to primary. The field representative thought this may have occurred because the device reoptimized when the patient went from a laying down position to a sitting position. Subsequently an alert was issued indicating that sensing was not fully optimized because no reference ECG was acquired in primary. The reference ECG had only been done in secondary. The patient had already left the facility and lives a couple hours away. The field representative was contacted and confirmed that a company representative drove out to the patient's residents to complete a reference ECG in primary. The device was left in primary because that is the vector that the automatic setup feature selected and the vector looked appropriate. No further issues or concerns have been reported.